Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. Customer¿s blood glucose was over 600 mg/dl in the hospital. Customer had symptoms such as shortness in breathing, bad flu and tired. Customer was treated that with insulin drip. The insulin pump will not be returned for analysis.